Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 407 mg/dl. The customer did not provide details on symptoms and treated using the insulin pump. The customer did not provide information about events leading to the high blood glucose and no information regarding auto mode feature if in use. Troubleshooting was not performed for the high blood glucose event. The insulin pump will not be returned for analysis.